Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iabp would purge three times and stop". As a result, iabp therapy was stopped and therapy via impella was initiated. No report of patient harm or injury.